Event description:
It was reported that when a device was used during a low anterior resection, the anvil became loose. Another device was used to complete the case. There was no consequence to the patient.